Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified damage to the unit's drying valve. The technician replaced the drying valve body, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported their reliance synergy washer/disinfector was leaking water. No injury was reported.